Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w: 3.18 e. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/occlusion alarm noted during testing. Unit was received with broken off the belt clip rails. The p-cap locks properly into place.

Event description:
Medtronic received information that damage (physical or cosmetic), no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.